Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt had elevated plasma free hemoglobin and lactate dehydrogenase along with multiple pi events. On echo, the aortic valve was opening on every beat. A pump exchange was completed on (B)(6) 2014.